Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found the reported "cassette not attached properly" problem was duplicated. When device was tested the down stream occlusion (dso) sensor was stuck in 2500 mv. Replaced downstream occlusion sensor and reinstalled software v 5. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a no cassette attached alarm during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.